Event description:
A customer observed negatively biased valp qc results on the vitros 5,1 fs chemistry sys. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation into the event did not determine a definitive root cause of the negatively biased valp qc results, however, it is most likely associated with user error related to reagent and/or fluid handling. Acceptable performance was obtained following recalibration with emphasis on reagent, calibrator, and qc fluid handling.